Event description:
It was reported that the lead was repositioned after r-waves showed a decrease. A lead dislodgement was observed via remote monitoring.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.